Manufacturer narrative:
Initial and final MDR (B)(6) - MDR 3003442380-2024-10040 - device 1 of 2. E1: patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states . It was reported that patient faced an issue with two infusions set fell off during use (B)(6) 2024. The blood glucose level was 123 mg/dl. The infusion set was in use for less than hour. The patient replaced infusion set and resumed insulin successfully. No further information available.